Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider. There were no symptoms. The alarm was heard on monday (B)(6) 2015 at 4:40 pm. The patient had an MRI on that date. According to the logs the motor stall was from 12:21 to 16:51. Interrogation on (B)(6) 2015 revealed no additional motor stall.

Event description:
It was reported that a motor stall was seen at interrogation following an MRI (magnetic resonance imaging). The manufacturer¿s representative interrogated the pump ¿10+ times¿ during the two hours following the MRI and it remained in ¿stall.¿ no motor stall recovery had been reported as of the time of this report. No patient symptoms were reported. The pump was used to infuse baclofen (unknown). No intervention or outcome was reported. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory; product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).